Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator temperature was out of range. A field service engineer (fse) responded to a report that the machine would not power on and found that the power plug was not fully inserted into the back of the unit. Once the plug was secured, the refrigerator powered on and reconnected to the bus on the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge temperature was out of range and experienced a power failure. The current temperature was 50 degrees, whereas the acceptable range was 36 to 46 degrees. The customer was unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.